Manufacturer narrative:
Concomitant medical devices: evolutr-34-us, transcatheter valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was raking leaves when they received five inappropriate shocks for noise on the right ventricular (rv) lead. It was further that the lead had a possible fracture and triggered several alerts. The alerts were due to high and undefined pacing impedance, noise and a lead integrity alert (lia) for sensing integrity counters (sic) and high rate non-sustained episodes. Detections were turned off and the lead remains in use. No further patient complications have been reported as a result of this event.